Event description:
The following has been reported: leaking at the connection a preliminary review of the logs could not be performed. One sample of ivenix administration set was returned for evaluation. No kinks were observed. Primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. A saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml. A new bd 5 ml syringe was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 5.7 ml of solution. Therefore, no blockage was found at the secondary port. Secondary prime was performed with new bd syringe 5 ml and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 3 ml. After installing the admin set into the ivenix machine and confirming that the set did not replicate the reported blockage or leakage, it was connected the luer lock to both luer activated valve, y-site, nsyte and no issues or resistance were found when connecting these components. Luer lock was connected to both y-sites and an underwater leak test was performed in order to see if the luer lock was not connecting properly and causing a leak. For this operation it was added to the y-sites a male luer integral lock ring for injecting pressurized air. No leakage was found or air bubbles during this underwater leak test. Therefore, no defects were found with the set during sample evaluation. The customer complaint is not confirmed. Disposable failures were not identified that would have created the reported defect. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.